Event description:
A medtronic rep reported that the screw that tightens the alligator clamp on the open spine clamp was stripped. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Device MFR date is dependent on the lot number, and not available at this time. Part has not been returned for eval as of the date of this report.